Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the battery indicator began to appear on (B)(6) 2016 (time unknown). The patient manages her diabetes with insulin pump therapy, and reported that in response to not being able to test she self-treated with insulin (unknown dose). She denied developing any symptoms and there is no evidence of any treatment being received/required in response to the alleged issue. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, and there was no misuse of the product. The csr documented that based on the information provided, the battery did not need replacing. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.